Event description:
It was reported in a literature article that fifty patients underwent a single level tlif were randomly assigned either a unilateral or bilateral fixation. 3 patients were reported to have cage migration.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor images were returned. It was reported in a literature article titled ¿a prospective randomized controlled study comparing transforaminal lumbar interbody fusion techniques for degenerative spondylolisthesis: unilateral pedicle screw and 1 cage versus bilateral pedicle screws and two cages¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.